Event description:
The event is reported as: the customer alleges that the inflation line became detached while in use. The customer reports that it appears as if the line was pulled to break off.

Manufacturer narrative:
From the picture provided, it seems to be an "inflation line detached." No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product et tube, cuffed, spiral-flex 8.0, lot # 01b1000259 was manufactured on 02/26/2010. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be an "inflation line detached," complaint cannot be confirmed, however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.